Event description:
It was reported the patients ipg reached end of life and was no longer providing therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
29apr2022 (B)(4): supplement report needed for pi main closure.